Manufacturer narrative:
Medtronic cannot confirm or deny the complaint of air entering through a crack in this cannula as no product has been returned to date. The indications for use for this product state: "this catheter is intended for use in venting the left heart during cardiopulmonary bypass surgery up to six hours or less." The received information indicates this product was used during extracorporeal membrane oxygenation (ECMO).

Event description:
Medtronic received information that during extracorporeal membrane oxygenation (ECMO) on a pediatric patient, the customer reported this vent cannula en-trained air into the circuit from the luer lock which appeared to have a crack in it. The customer was alerted to this issue when the flow sensor alarmed and micro-bubbles were identified in the venous line. The line was clamped, air removed, and procedure continued. Ultimately the cannula was removed and hemostasis was achieved. The report indicates that the patient ultimately passed away while on ECMO. It is unknown at this time if the medtronic product issue caused or contributed to the patient outcome as the exact cause of death could not be confirmed. The report indicates the patient obtained secondary neurological damage due to an air embolism. The product is currently at the hospital, but medtronic has requested its return.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.